Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. The reported device was received for evaluation attached to an unknown removal tool. The reported condition of a stripped implant was not confirmed. Visual evaluation of the as returned product identified signs of wear from use around the implant threads. The drive feature could not be inspected, as the removal tool is wedged into the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor reports that implant xifnt413 stripped and was removed. Tooth location #9.